Manufacturer narrative:
Received two {2} solero probes. Visual/microscopic exam: sample#1: a visual review of the returned sample noted no obvious defects. No lot numbers were identified inside the returned box. Sample#2: a visual review of the returned sample noted no obvious defects. However, when removing the ceramic tip protector {not supplied by angiodynamics}, the ceramic tip detached from the shaft exposing the wire. Reference attached pictures. Functional check: sample #1: the probe was connected to the lab testing generator. The device was recognized, and the pump was activated. Test ablations were performed, and the results are as follows: no leaks were noted. Reference attached pictures. 60 watts for 1 minute: 55-56 watts (output). 40 watts for 1 minute: 129-131 watts (output). Sample #2: functional testing could not be performed due to the condition of the device. Root cause: sample 1: connected the cartridge to the generator with no issue. Put spike into 1,000 ml beaker of cold water and the probe into a 500 ml beaker of cold water. Ran 6 minutes @ 140w power. Output power was normal at around 127-130w. The water in the beaker did warm up as expected. Ran two additional cycles, 6 minutes @ 140w. Output power was 127-130w. Water with probe warmed up indicating tip was heating as expected. Unit appears to be functioning correctly. Sample 2: the returned device had a rubber protective tip applied by the returning location. This particular cover was pressed far onto the tip. When the complaints lab operator was removing the protective tip they needed to twist and broke the tip free. It pulled fully away from the device leaving the center conductor stretched but intact. In spite of the missing tip the cartridge was connected to the generator with and ablation cycle was started with no issue. Ran 1 minute @ 60w. Started another cycle of 1 minute @ 140w power. Immediate high reflected power error shut down the ablation cycle. Started another cycle of 1 minute @ 100w power and had no issue. Started another cycle of 1 minute @ 60w power and lifted the tip out of the water. Immediate high reflected power error shut down the ablation cycle. No water evidence was found in the cartridge or the n-type. With the damage caused by the tip pulling off a definitive cause for the hrp cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: a male patient of unknown age presented for a microwave ablation procedure of the liver. During the procedure, two solero probes failed. The first probe gave error code for high reflective power despite ultrasound verification of probe placement and multiple troubleshooting options. The second probe could not be detected by the generator. Trouble shooting was performed, including switching the generator for a different serial numbered unit. Attempts at trouble shooting were unsuccessful for the defective probes. During this event, the patient was sedated. A third probe was opened and placed, and the procedure was completed. This event meets the criteria of an adverse event due to patient safety risk for a delay in procedure greater than 30 minutes while the patient was sedated. It was reported the patient was stable with no adverse effect post procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.